Event description:
It was reported that the patient underwent a posterior spinal surgery. It was reported by that patient that the screw broke some time post op. A revision surgery has been scheduled. No patient complications have been reported.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.